Manufacturer narrative:
The device is not available for evaluation and the lot numbers not known at this time. Patient reported development of post-op leucocytosis, it is possible that this resulted in regional instability. No definitive conclusions can be made at this time. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.

Event description:
FDA reported information from a charite patient who reported an adverse outcome via medwatch. In brief the patient was implanted with the device at l5/s1. Developed severe leucocytosis after the initial surgery. Had a second procedure in 2008 for posterior fusion of l5/s1. Surgeon did not want to risk removal of the charite and it was left in place. It is now reported that the disc has migrated. Patient is in significant pain and has other serious health issues. Stated that the charite has to be removed surgically in summer of 2009.